Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 445 mg/dl. The customer treated with insulin pump. Customer's blood glucose value was 225 mg/dl at the time of the call. The insulin pump passed the high pressure test. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Device was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in bolus history screen. No bolus delivery anomaly noted. Device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Device had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.